Manufacturer narrative:
Article citation: munavalli, girish gilly, et al. Covid-19/sars-cov-2 virus spike protein-related delayed inflammatory reaction to hyaluronic acid dermal fillers: a challenging clinical conundrum in diagnosis and treatment. Archives of dermatological research, 09 feb 2021. Crossref, doi:10.1007/s00403-021-02190-6. Allergan is unable to gather additional event, product, or patient details as contact information was not provided in the article. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling. This is the same article reported under MDR ID 3005113652-2021-00163 (allergan complaint #(B)(4)) and MDR ID 3005113652-2021-00164 (allergan complaint #(B)(4)).

Event description:
Journal article covid-19/sars- cov-2 virus spike protein-related delayed inflammatory reaction to hyaluronic acid dermal fillers: a challenging clinical conundrum in diagnosis and treatment reported a case#2 with facial edema, erythema and tenderness of the periorbital area and malar cheek, with subsequent progression of swelling and formation painful indurated plaques and nodules", "edema and pain of the cheeks", "earlobes, nlfs, and lips became more edematous, induration and painful", and "palpable nodules in lips/cheeks" after injection in the earlobes, nasolabial folds, tear troughs, malar and mid cheeks and lips over the course of 18 months with juv¿derm voluma¿ and juv¿derm volbella¿ xc following injection with a saline placebo in the moderna phase iii clinical trial for covid-19 vaccine. A CT scan showed mild soft tissue swelling involving the right inferior orbit/eyelid without drainable fluid collection. Treatment included hylenex, 9.5 cc compounded bovine hyaluronidase, lymphatic drainage and cupping, sulfamethoxazole and trimethoprim, medrol dosepak, 60mg prednisone taper over 12 days, doxycycline 100mg bid x7 days, nitrofurantoin 100mg bid x7 days, and 0.8cc intralesional 5-fluorouracil. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00160 (allergan complaint #(B)(4)).¿this MDR is being submitted for the suspect product, juv¿derm¿ volbella".